Event description:
According to the available information, a revision surgery was performed to add a 2cm rte [rear tip extender] to the right-side cylinder.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.